Event description:
It was reported that the insulin pump gave a motor error alarm during normal use. Troubleshooting was performed, and the insulin pump failed the displacement test. No damage to the drive support cap noted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to out of phase motor encoder signal. Unable to perform the displacement test due to motor error alarms. Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection.